Event description:
A patient received an inappropriate shock. Double counting contributed to the false detection. The response buttons were pressed during the event. The patient did not seek medical attention. The patient continues wearing lifevest.

Manufacturer narrative:
Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Not confirmed: on 06/05/2024, the patient reported a treatment had been received by the lifevest. There is no evidence that the patient was treated. The download data, from the days surrounding of the alleged event, does not show any automatic events or flags indicating that a treatment or gel deployment occurred. The patient reported no injuries. Based on the available information, there is no indication of a treatment event. There is no indication of medical intervention. There is no indication of serious injury. This event is not reportable at this time.